Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to breakage of the image sensor unit. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported an image issue with the evis lucera elite colonovideoscope. There were no reports of patient harm. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, there was no image displayed on the monitor due to a damaged charged coupled device (ccd) unit. This medical device report (MDR) is being submitted to capture the reportable malfunction discovered during evaluation.

Manufacturer narrative:
During the device evaluation, it was found that the distal end of the device was damaged, which caused an electrical continuity issue. Additionally, the bending angle in the up direction did not meet the standard value, caused by a worn angle wire. A damaged angulation lever caused an abnormal sound, and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.